Manufacturer narrative:
Customer will not return the device to us, thus it cannot be forwarded to the manufacturing site for further investigation. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted unsolicited. This event is filed under internal complaint ID (B)(4).

Event description:
It was reported that during a laryngoscopy for intubation on (B)(6) 2025, the screen image froze. They were able to use a back-up device to complete the procedure. However, this caused a desaturation to the patient.